Event description:
Please refer to report 0009613350-2019-00801.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient was implanted with a femoral head 32 mm and obs cls 7.0mm ti stem 14/16 on an unknown date and underwent revision surgery on an unknown date for unknown reasons. During this surgery the femoral head was revised. A tribosul head was implanted. In vivo time of the device is unknown. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the device history records could not be reviewed. Conclusion: it was reported that patient was implanted with a femoral head 32 mm and obs cls 7.0mm ti stem 14/16 on an unknown date and underwent revision surgery on an unknown date for unknown reasons. During this surgery the femoral head was revised. A tribosul head was implanted. In vivo time of the device is unknown. Based on the investigation the reported event cannot be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical product: cls-stem 070.14/16; item#290019070; lot#64033-a; therapy date: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to unknown reason.